Manufacturer narrative:
Concomitant medical products: vedr01, ipg, implanted:(B)(6)2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing and noise. The lead remains in use. No patient complications have been reported as a result of this event.